Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the statak broke during surgery, leaving the threaded portion of the suture in the delivery tube. The piece was unable to be retrieved.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the device were reviewed and identified no deviations or anomalies. The product was not returned for review; therefore the exact condition of the device is unknown. This device is used for treatment. A complaint history review was conducted for the device and identified no additional complaints for the same lot. A definitive root cause cannot be determined with the information provided.